Event description:
This is filed to report the serious injuries and intervention. This research article was a retrospective study designed to investigate the prognostic impact of postprocedural acute kidney injury (aki) following transcatheter edge-to-edge valve repair (teer) for tricuspid regurgitation (tr). Complications identified in the study included: single leaflet device attachment (slda), hospitalization, heart failure, medical intervention, renal failure, hemorrhage, death. In conclusion, postprocedural aki occurred in 15.7% of patients undergoing teer for tr, despite the absence of iodinated contrast agents, which was associated with worse clinical outcomes. These findings highlight the clinical impact of aki following teer for tr and should help in identifying patients at high risk for aki. Details are listed in the attached article titled, " acute kidney injury following tricuspid transcatheter edge-to-edge repair". No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Event date, implant date: dates estimated. The UDI number is not known as the part and lot number were not provided. The additional patient deaths and malfunctions reported in the article are captured under separate medwatch report numbers. Article titled, "acute kidney injury following tricuspid transcatheter edge-to-edge repair."

Manufacturer narrative:
The devices were not returned for analysis. The lot history record (lhr) and similar incident reviews were not performed because no lot information was provided. Based on available information, the cause of the reported heart failure, renal failure and hemorrhage were unable to be determined. The reported patient effects of heart failure, renal failure and hemorrhage are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.